Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Additional information was received that the reason for ipg replacement was physicians preference. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1200 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Additional information was received that the reason for ipg replacement was physicians preference. The patient was doing well postoperatively.